Event description:
The pt's family member reportedly brought external equipment to the initial reporter to evaluate (date not given). At that time, some external equipment was not functioning and was replaced. The pt's family reportedly contacted the center because the pt was not able to hear while using the sound processor with the newly exchanged external equipment. In 2004, the pt was seen at the center for device evaluation. Testing performed confirmed that the pt's c1 device was not functioning.